Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was unable to charge the implant. The manufacturer representative met with the patient on (B)(6) 2020 and attempted to trickle charge but was unable to get a number higher than 12. Battery was noticeably sitting at an angle and rep was unable to manipulate the implant. Patient is scheduled for a pocket revision with hcp on (B)(6). The issue was not resolved at the time.